Event description:
Boston scientific received information that this device initially detected a ventricular tachycardia (vt) in a programmed vt-1 monitor-only zone with criteria met for a programmed detection enhancement designed to inhibit shock therapy. A boston scientific technical services consultant (ts) discussed that the device correctly inhibited the initial vt as programmed, but after diverting therapy the vt was reconfirmed, and detection enhancements are no longer in use, which resulted in delivery of shock therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.